Manufacturer narrative:
Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. However, no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via clinical affairs that a (B)(6) male experienced a neurological event approximately 2 months post implant of an edwards bioprosthetic aortic valve. Patient received nihss score of 7. CT head was performed on (B)(6) 2013 (6 months post implant) and impression indicates, " again seen is a large left middle cerebral artery distribution infarct, apparently involving the left frontal and temporal lobes as well as the left insula. This apparently includes the brocks and the wernickes area associated with speech comprehension and production. Moderate cerebral, cerebellar cortical atrophy, mild chronic microvascular ischemic changes, vascular atherosclerosis. Ex vacuo dilatation of the left lateral ventricle due to volume loss. No acute infarct, intracranial hemorrhage or mass effect." The report indicates this event is not related to a malfunction of the edwards device.